Event description:
At 18 months post index surgery on (B)(6) 2026, it was noted that participant had a broken tether with a lumbar curve of 26 degrees. Participant was seen in clinic on (B)(6) 2026 where it was noted that the curve has progressed to 34 degrees while her lumbar curve still appeared to be doing well. After discussion of all options, family and participant agreed to proceed with vbt revision to remove broken cord at t9-t10.